Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Per our field rep., the pacemaker was explanted due to expected eri and both leads were capped. Upon interrogation we noticed atrial lead impedance changes and threshold elevation. We completed an atrial lead revision and then they physician noticed that the ventricular lead had outer insulation damage of unknown causes. The patient was pacemaker dependent, therefore we replaced both leads and the patient is doing great.